Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The pump was received with an alarm during the basic occlusion test due to a protruded/loose drive support disk. The pump also had minor scratches on the lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, and cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 300 mg/dl. Troubleshooting was done. Customer stated took insulin pen for high blood glucose. Customer stated that the drive support cap was protruded. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.